Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair procedure. Reportedly, a posterior foot break occurred with the proglide device. The foot was left in the tissue track. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible, the foot was in the access site; however, this cannot be confirmed. The patient effect of foreign body in patient is listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.